Event description:
Erratic readings. In blood glucose tests, customer received readings of 500mg/dland 131md/dl within 10 monites. All tests were performed on the finger. There was no report of death, seroius injury or mistreatment associated with this event.